Event description:
It was reported by a customer in the USA that an 840 ventilator lower graphic user interface (gui) exhibited an erratic display. There was no pt involvement.

Manufacturer narrative:
The covidien tech support engineer (tse) troubleshot the issue with the customer over the telephone;. The tse recommended replacing the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The customer informed that the unit was repaired and it is back in service. (B)(4).